Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of recx1508 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire within the protective plastic loop packaging was kinked, not allowing the wire to be threaded through the needle. A second kit had to be opened. No patient harm reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked guidewire is confirmed; however, the exact cause is unknown. One 0.018 in. Nitinol guidewire in a plastic hoop was returned for evaluation. An initial visual observation showed a clear fluid within the hoop. A kink was observed in the coiled wire of the guidewire approximately 0.4 cm proximal to its distal tip. A microscopic observation revealed the coiled wire of the guidewire was kinked but unbroken, and weld tip was observed to be present and intact. No observations were made which indicated a root cause to the event. While the exact cause of the kink in the guidewire could not be determined, it is possible the guidewire was damage during packaging, manipulation, or attempted use. A lot history review (lhr) of recx1508 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the wire within the protective plastic loop packaging was kinked, not allowing the wire to be threaded through the needle. A second kit had to be opened. No patient harm reported.